Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported that the patient's pump was explanted on (B)(6) 2012. The patient was experiencing a chronic pump pocket infection and infection disease advised to remove the pump. The patient had also experienced a stroke and aphasia. However, the patient's heart appeared to have improved, so the decision was made to explant as a result of the infection and improvement of heart function. It was reported that the inflow and outflow grafts were left in the patient. Upon analysis of the pump, the hospital determined that there was a clot inside the pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.